Event description:
The manufacturer was informed of the following event. Before implanting the valve, sizing was performed (using corcym sizer) without any problem and optiform prosthetic mitral heart valve f7-025 was chosen to be implanted. The valve was tested without any issue being identified. After implanting the valve, it was detected by transesophageal echocardiography (tee) that the valve could not open/close. Reportedly, the valve could not move at all. As such, the valve was explanted. Using ECMO it had taken 100mins (40 mins for the normal situation); and replacing it with non-corcym valve size 25. Procedure was completed well, and the patient outcome was fine. Based on additional information received, almost total resection of the native valve was performed, but some chordae papillary muscle was kept. Reportedly, before closing the heart, the f7-025 valve was tested with valve detector and the result was good. After closing the heart, using echocardiographer, at the beginning (about 10 seconds), the valve functionality was okay, but suddenly the leaflet was blocked. Thus, the decision to replace it with a non-corcym valve. There were no abnormal patient geometries and no concomitant procedure was performed.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6. Corrected field: h1. A complete manufacturing and material records review for the device has been performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release. The valve was returned to the manufacturer. The inspections performed on the returned valve confirmed the absence of manufacturing defects. The hydrodynamic testing was conducted on the cphv subassembly #29 of the valve f7-025 ¿ sn (B)(6) the valve showed a correct movement of the leaflets during opening and closing phases. No anomalies were observed both in hypotensive and in normotensive conditions. The subject prosthesis was characterized by regular mechanical, kinematic and hydrodynamic behavior as determined by means of hydrodynamic tests performed on the returned valve. Based on the performed analysis the reported event cannot be explained by any factor intrinsic in the involved device. The leaflet immobilization cannot be attributed to any abnormal features of the explanted prosthesis. Phenomena of partial leaflet immobilization, that could induce an opening / closing difficulty, occurring to several models of mechanical valves, have been described in the clinical literature. Entrapment between the leaflets and the housing of unraveled sutures, long suture ends or strands of chordal tissue, prosthesis size mismatch, suboptimal valve orientation, peculiar hydraulic conditions in the heart are indicated as possible cause for this event.